Event description:
A report was received on 23 apr 2024 from the home therapy nurse (htn) of a 46 year old female patient approved for performing solo treatment with a complex medical history including end stage kidney disease, who stated the patient was found expired after a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 23 apr 2024 from the home therapy nurse (htn) who stated the patient''s death is unrelated to nxstage product and therapy, with cardiac arrest listed as primary cause of death.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance and functionality were unremarkable with no deficiency identified. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).